Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.  Checking your blood glucose:  chapter 4 / page 36;  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized while wearing the pod. Patient called an ambulance due to experiencing confusion, shortness of breath and irregular breathing. The pod was removed at the hospital and patient was treated with insulin; patient received additional treatment in intensive care unit (ICU) but type was not specified. Patient spent a total of 3 days in the hospital, 2 of those days were spent in ICU.